Event description:
Reference MFR report: 1627487-2013-1026. It was reported the patient is not receiving effective stimulation and is in pain. The patient is pending follow up with sjm representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.